Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were unable to be reproduced due to a distorted display. The failures were determined to be caused by cracks on the ultrasonic sensor tail pins. The failed upstream sensor was replaced to correct the condition. Additional information: (B)(4)

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.